Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2010 - the patient underwent transobturator tape placement, posterior repair using a bard/davol soft mesh and the sphincter replaced by fascia, an attempt at a sphincter repair. Per the implant operative report details, the mesh (davol soft) was trimmed to lie very loosely within the posterior vaginal vault using about half the width of the mesh and the total length. Patient underwent multiple trimmings of the bard/davol soft mesh in the (B)(6) office. (B)(6) 2011 - patient was diagnosed with mesh extrusion and underwent explant of the bard/davol soft mesh. Per the explant operative report details, "there was a small pinhole just at the introitus where the mesh had somehow continued to work its way down toward the perineum, even though that is not where it was applied originally. This was trimmed several times in the office and there was still a small pinhole area, although there were no exudates and no evidence of any gross infection. There was a small piece of mesh (davol soft) extrusion that was palpated earlier on the posterior aspect about as large as a pea that was all bunched in the midline. Some of it was scarred very densely posteriorly and some of it was not adhered at all."